Event description:
It was reported that t2 did not deploy. T1 was removed from the patient. A backup device was available to complete the procedure with no major delay or patient injuries.

Manufacturer narrative:
Due to no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution.